Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, there was patient involvement and the patient¿s anatomy was not tortuous. The aneurysm is still open and not recanalized. There was no clinical consequence to the patient due to the reported event. Physicians are still debating next steps, but considering a retreatment with other flow diverting stent. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient complications as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. H3 other text : the device remains in the patient.

Event description:
It was reported that 6 months and one year post procedure the aneurysm the stent (subject device) was treating was still open and requires a retreatment. The patient is currently asymptomatic and no other clinical consequences were observed.